Event description:
It was reported that the video system center exhibit no image only color bars on the image during inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction to the previous report. Updated field: h2, h6, corrected field: h11. The customer contacted olympus technical assistance support (tac) via phone, the customer reported that no image was displayed on the monitor and only color bars appeared when using the cv-180. Tac provided remote troubleshooting. And instructed the customer to reseat the maj-1430 adapter, after which normal image output was restored and the unit functioned properly. Troubleshooting resolved the reported issue. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the cause could not be established for the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.